Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pts) lower back started to hurt. 3 days ago the pt went to go adjust their intensity for stimulation but only their legs were able to feel stimulation for the pt was not able to feel or adjust stimulation in their lower back. Pt stated that their patient programmer did not show group a anymore for their programmer only showed group b. The patient was redirected to their healthcare provider to further address the issue.